Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. During the troubleshooting, the tse found that the clinician had the high pressure limit set at 23 with inspiratory pressure (pi) of 18 and peep of 5cmh2o, which were too low for the customer's use. The tse recommended raising the pressure limit and the unit performed as expected. Covidien was not authorized to evaluate the device. However, the event report from tse suggests that a user error of setting the pressure limits too low caused or contributed to the event.

Event description:
Covidien received information stating that the patient was removed from the ventilator due to the therapist was unable to raise the positive end-expiratory pressure (peep). The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.